Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation confirmed impactor breakage. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
The instrument was reported for unknown reason.